Event description:
The customer noticed a stain leak underneath the instrument when running start up on the beckman coulter lh750 analyzer. The source of the leak could not be isolated. The customer was wearing ppe consisting of laboratory coat and gloves when the incident occurred. There was no report of any patient samples or results being affected by this event. No injuries occurred and no one sought medical attention. There was no report of exposure to open wounds or mucous membranes. The msds was not reviewed; however, it is readily available to customers via the beckman coulter website. The customer has an exposure control or risk management plan in place at the facility. There was no death, injury or change/delay to patient treatment associated with this incident. The field service engineer (fse) found torn tubing at the stain pump. Replacing the tubing fixed the issue. The root cause of the stain leak was a torn tubing at the stain pump. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).